Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had "many health issues" the pump physician checked the pump to ensure that everything was connected properly via surgery and it was. The patient was doing well since then. Per the reporter the patient's primary care physician was the one that tried to access the cap and there was some discussion on whether he actually accessed as there were no issues when the pump physician checked the pump and catheter during surgery.

Event description:
It was reported the patient's catheter is implanted in the ventricle for dystonia but the healthcare provider didn't think the patient was responding as they should so they started looking at the system to verify it was functioning. Per the reporter they thought they saw a gap that looked like a separation on the sc connector to the pump and also initially tried to aspirate from the cap and could not get fluid. They then went in surgically on (B)(6) 2015 but then they were able to aspirate easily from the cap and did not end up doing anything else. The infusion mode at that time was also changed from flex mode to simple continuous but was left at the same dose. The pump was used to deliver gablofen. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.